Manufacturer narrative:
A complete manufacturing review could not be performed, as the lot number is unknown. Received one MRI powerport isp with 8 fr groshong catheter for evaluation. Visual inspection identified three sequential circumferential splits on the returned catheter. The distal and central split were characterized by a smooth surface, while the proximal split was observed to have a granular split surface. Therefore, based upon the identified partial circumferential split, the investigation is unconfirmed for the alleged complete break without embolism and confirmed for a subcutaneous leak without embolism. The sequential circumferential splits with smooth surfaces suggest that the split was possibly a result of flexural fatigue, however, the proximal split characteristics are not consistent with flexural fatigue. Therefore the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 9808560 port and catheter there was allegedly no return of red fluid and a catheter leak was detected. Reportedly, the port was removed, and three cracks were identified on the catheter. It was further reported saline leaked in the subcutaneous tunnel. This report was received from one source. This event involved one female, age and weight were not provided. The patient had no reported patient injury.